Manufacturer narrative:
The insulin pump was received with a blank display due to a broken solder joint.

Event description:
The customer called to report a blank display after changing the battery. Troubleshooting was performed, and the display remained blank. Nothing further was reported.